Manufacturer narrative:
Arjo did not inspect the device. The customer maintenance personnel is responsible for the device servicing thus the bed was inspected by the customer staff. The alleged scenario was not duplicated. No bed fault was found. Later, the customer employee informed that the patient was probably leaning on the control which may have led to the unintended bed movement. The bed came back into use. A lockout button located at attendant control panel (acp) can be used to prevent accidental activation of the buttons responsible for the bed platform movement. According to the citadel plus instruction for use (IFU 831.374.en) ¿lock-outs for bed functions should be used at staff¿s discretion to prevent unintentional operation of bed.¿ based on the information received it seems most likely that the cause of the unintended bed movement was an unintentional activation of the control panel by the patient who was leaning on it. The arjo device was meeting its specification as no fault was found and the claimed movement was probably activated by the patient leaning on the control panel. The citadel plus bed was used for the patient treatment at time of the event. The complaint was decided to be reportable due to the allegation of the unintended bed movement.

Event description:
Arjo became aware of the event involving citadel plus bed frame. The customer reported that the bed moved up and down on its own. The involved device was in use at that time. No injury was claimed. The bed frame was taken out of use. Later, the customer employee informed that the patient was probably leaning on the control which may have led to the unintended bed movement.

Manufacturer narrative:
The investigation is ongoing. The investigation conclusions will be provided in the final report. The bed frame will be evaluated by third party.